Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) has possible under-pacing. The device was interrogated and the electrocardiogram (ECG) strip showed possible atrial anti-tachycardia pacing without backup ventricular pacing. Reprogramming was done, and the device remains in use. No patient complications have been reported as a result of this event.